Manufacturer narrative:
Antiplatelet medication was not administered. The anticoagulant administered was heparin. The investigator assessed event is not related to device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted to treat target lesion in the rca. During procedure, three additional resolute onyx des were implanted in the rca to treat plaque/(B)(6) shift which occurred.

Manufacturer narrative:
It was reported that a fourth resolute onyx drug-eluting stent was implanted in the rca. Two stents were implanted to treat plaque/ carina shift. The patient recovered. The investigators assessment is unknown for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that during the index procedure 2 resolute onyx des were implanted in the rca for target lesion treatment, and not three resolute onyx des implanted to treat target lesion in the rca and three additional resolute onyx des to treat plaque/carina shift as previously reported. Treatment of a plaque/shift has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no plaque shift occurred. If information is provided in the future, a supplemental report will be issued.